Event description:
It was reported that pump experienced malfunction. There was no reported impact to the customer¿s blood glucose level. Device was planned for return and customer received replacement pump.